Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The logs revealed that there was a "check iab catheter" message which points to the disposable catheter connection needing to be reseated prior to the leak in iab catheter messages taking place. Completed repair with full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is (B)(6).

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a leak in the iab circuit, the patient was switched to a different pump and therapy was continued with no further issues. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation, findings and conclusion codes), h10, h11. Corrected fields: d1, g1, h6 (medical device - problem code and health impact code). The correct full event site name is st alphonsus regional medical center. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.